Event description:
It was reported that a male patient, underwent a procedure with a lasso® 2515 nav eco variable catheter, unfortunately the lasso crossed the mitral valve and got stuck in the mitral apparel, during manipulation of the catheter, the puller wire became broken, the lasso twisted and stuck even more as the catheter was partially contracted, the physician tried to remove the catheter with different strategies without success. Physician decided to bring the patient to the operation room for thoracic and open heart surgery and was found that mitral valve was ruptured which required a replacement of metallic mitral valve and extended hospitalization. The patient¿s medical history is unknown. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a male patient, underwent a procedure with a lasso 2515 nav eco variable catheter, unfortunately the lasso crossed the mitral valve and got stuck in the mitral apparel, during manipulation of the catheter the puller wire became broken, the lasso twisted and stuck even more as the catheter was partially contracted, the physician tried to remove the catheter with different strategies without success. Physician decided to bring the patient to the operation room for thoracic and open heart surgery and was found that mitral valve was ruptured which required a replacement of metallic mitral valve and extended hospitalization. The patient¿s medical history is unknown. No further information is known regarding the patient status. The returned device was visually inspected upon receipt and the tip section of the catheter was cut approximately 5.5 cm distal from the transition of the catheter. The cut area was actually received in four small sections. Bents, kinks and reddish material were also found along the rest of the catheter. Due to the returned conditions of the catheter, it was not possible to perform the deflection test. However, the whole deflection mechanism was checked and there is no evidence of any product malfunction. Additionally, a sem analysis was carried out over the damaged area. The results demonstrated that the four sections presented evidence of elongations and twisted characteristics. Furthermore, there was evidence of physical damages and accordion conditions. All these conditions suggest that the device was induced to an excessive application of tension and torsion with an unknown object. Finally, cutting conditions were found on the nitinol wire of the catheter tip. However, there is no evidence of any catheter malfunction. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. However, it remains unknown how the catheter got stuck in the mitral apparel.

Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation wil be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. B) as lot #: 17013552l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) non-bwi product used: agilis sheath 8,5f st-jude. (B)(4).